Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the patient experienced arrhythmia. It was also noted that the right ventricular (rv) lead could not be adequate fixed. Additionally, the right atrial (ra) lead could not be extended or retracted, and the guidewire could not be inserted into the lead. Both the rv and ra leads were not implanted, and an alternate rv lead was implanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issues and failure to advance stylet were not confirmed. As received, a complete lead with a stylet was returned in one piece with helix partially extended and clean. Final analysis didn¿t find any anomalies.